Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07979. It was reported the patient (united kingdom) underwent surgical intervention for an event reported under MFR. Report# 1627487-2017-07977 and 1627487-2017-07978. The doctor was unable to properly advance/place the leads (intended for use) due to the patient's anatomy. As a result, the procedure was abandoned.